Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. A revision procedure was performed and insulation damage was visually observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported events was due to external insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can.